Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.